Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had inaccurate readings, which triggered a threshold suspend alarm. The customer's blood glucose reading was 130 mg/dl and their sensor glucose reading was 78. The difference was found to not be within the acceptable range. Troubleshooting was performed. The product would be replaced and returned for analysis.